Event description:
Customer requested evaluation of IV set. Vague event report received. Stated the IV piggy back medication was hung higher than the primary, then the pump alarmed for air-in-line. The secondary was empty and the primary bag had more fluid than when it started. No harm to this 15 year old female patient reported.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received, however, the investigation has not yet been completed. A follow up report will be submitted once the evaluation has been done.